Event description:
Nurse reported an incident of hypoglycemia requiring hospitalization at a time when the customer was unable to use his aviva system due to error within specifications. Caller does not know when last meter reading taken or amount of insulin taken prior to incident; states would have been within 24 hours. A request was made for the return of the system and a replacement was sent.